Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the threaded portion of the pin is fractured and missing. Damage in the form of circumferential lines / grooves is seen throughout the length of the device. The diameter of the pin is conforming to print specifications. Fracture surface analysis performed by sem on the threaded pin sample showed that it suspected to have fractured due to torsional overload. Threaded pin fracture surface showed suspected crack initiation and exit areas and indications of a torsional overload fracture and ductile overload dimples were identified on the fracture surface. Eds semi-quantitative elemental analysis of the threaded pin showed that it was consistent and conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the nailing case of the femur, the tip from the 3.0mm threaded pin broke upon drilling in to the patient's near cortex. The broken tip was retained in the patient's body. There was a delay of 35-40 mins. No additional patient consequences were reported.